Manufacturer narrative:
We have attempted to reproduce the pairing failure with a supervisor timeout on the xiaomi 12, samsung galaxy a35 and google pixel 8 did not paired with a 780g pump running firmware version 6.21 or 6.23. The issue occurred consistently on these devices, displaying a ""device not found"" message on the pump. This issue has been confirmed through log analysis showing supervisor timeout errors. The software did not adhered to the specified requirements and failed to performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisor_timeout occurs when the device fails to receive a timely response from the pump ,leading to automatic disconnection or error message .this issue has been reported multiple times,affecting operational efficiency and causing disconnected in the pairing process. The esf corresponding is mm-yb 5233282. This issue is about the pump being unable to pair with the minimed mobile app because the mobile device sent an incorrect response when trying to connect. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1. On your android device, open settings . 2. Tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. 3. Or search â¿cross-deviceâ¿ from settings. 4. Make sure use cross-device services is off or disabled (xiaomi device use toggle off) 5. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: 1. Make sure users remove paired devices from phone and pump 2. Also ensure that there are no other paired pump devices on the phone 3. Delete the minimed mobile app's memory cache in the android settings: settings -> apps -> find minimed mobile in the list of apps -> storage and cache -> clear cache and data 4. Delete the app 5. Reset networks (reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings) 6. Restart the phone 7. Reinstall mmm app 8. Check for all the usual connectivity (internet, bluetooth on, etc.) 9. Start the pairing process from scratch. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication insulin pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6101.